Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller met with pt today due to change in therapy about 2 days ago when pt had a return of pain. Today in clinic, caller noted 5 electrodes that had high impedances (3 were high and 2 others were >40,000 ohms). Pt has not had any falls or trauma. Caller was able to reprogram pt and get great coverage. Technical services (tss) reviewed difference between orange and red impedance results. Caller concerned if pt has additional electrodes get high and they need to do a revision in the future and whether this would be covered by warranty if the revision was done after leads had been in over a year. Tss reviewed checking with warranty team on this and send info to contact them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the high impedances was not able to be determined. Rep noted so far revision is not needed and patient is getting adequate coverage.